Event description:
During a tvh procedure, the surgeon sealed the board ligament. Bleeding occurred after moving the uterus around (pushing and pulling). Surgeon sutured the broad ligament to stop the bleeding. No pt harm was reported.

Manufacturer narrative:
Analysis determined the center of the coagulation surfaces touched when the jaws are fully closed on thin tissue. This condition can result in a no coagulation effect. The cause of the failure cannot be determined at this time.